Event description:
According to the reporter: the physicians said that they used the wire to make the anastomosis with success. At the end of surgery during reviewing the hemostasis, they noticed that the wire had broken in the anastomosis. It was necessary to remake the anastomosis. This event extended the surgery.

Manufacturer narrative:
(B)(4).